Event description:
The autopulse platform (sn (B)(6) was utilized during the resuscitation of a cardiac arrest patient. While in use, the platform displayed a user advisory 12 (lifeband not present). The emergency crew promptly switched to manual CPR for the remainder of the call, with no adverse effects on the patient. Following the case, ems supervisors inspected the equipment and observed that two machine screws (of the allen wrench style) near the drive shaft were loose. When the board was upright, the lifeband was also loose, causing the sensor to struggle with reading. Conversely, when the board was upside-down, the lifeband fell into proper alignment due to gravity. Additionally, the customer requested a replacement for the worn and unreadable serial number label.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 12 (lifeband not present) message was confirmed during the functional testing and the archive data review. The root cause of the reported ua12 was that the switch lever was not parallel to the switch case. The customer's complaint that the autopulse platform has two loose screws was confirmed during the visual inspection. Two button head cap screws were noted to be loose. The archive data review indicated multiple ua12 on the reported event date, confirming the reported complaint. The autopulse platform failed the functional testing due to ua12 displayed upon powering up, confirming the reported complaint. Lifeband clip detect switch inspection revealed that the switch lever was not parallel to the switch case. This was caused by the two loose button head cap screws, which prevented the encoder from being securely fastened to the channel. The button head cap screws were reinstalled and torqued to specification, and performed lifeband clip detect switch inspection and adjustment to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).